Event description:
At about 5 months from the primary surgery, the patient came in reporting pain, and the cause is unknown. The surgeon converted the patient from an anatomic shoulder to a hemi shoulder. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 07 august 2025 lot. 2348667: (B)(4) items manufactured and released on 04-april-2024. Expiration date: 19 march 2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional items involved in the event: 04.01.0089 double eccenter (k170910) lot. 2418711: (B)(4) items manufactured and released on 03-sept-2024. Expiration date: 28 aug 2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. 04.01.0090 metal humeral head ø40 (k170910) lot. 2343901: (B)(4) items manufactured and released on 02-april-2024. Expiration date: 17 march 2029. No anomalies were found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Conclusions: based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.